Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak event is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an indeterminate endoleak (possible type 3) was present on the computed tomography (CT) scan that was not provided for analysis. This finding was discovered during an examination of the operative note dated 04 nov 2020. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being discharged home one (1) day post operative following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. G4: date of received by manufacturer has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, vela suprarenal stent and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial implant procedure the patient was identified with type 1b endoleak during a routine visit. Re-intervention was completed, physician implanted an ovation alto abdominal stent graft system (one (1) main body with two (2) ovation ix iliac limbs) to resolved this event. The patient status was reported as doing well. Correction: the patient was initially implanted with an afx bifurcated stent graft, vela suprarenal stent graft and a limb stent graft.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, vela suprarenal stent and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial implant procedure the patient was identified with type 1b endoleak during a routine visit. Re-intervention was completed, physician implanted an ovation alto abdominal stent graft system (one (1) main body with two (2) ovation ix iliac limbs) to resolved this event. The patient status was reported as doing well.